Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measuring at 121 and 122 ohms. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the technical services reviewed the event and suggested increasing the alert value to 150 ohms at the next in-office visit and continue to monitor. Ts added that if the alert goes above 150 reading, a discussion of a new lead should occur. This device currently remains in service and no adverse patient effects were reported.